Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device needed to be checked after they fell. No further complications were reported or anticipated.